Event description:
Angioedema from latex nipple. Various outbreaks to latex. Multiple food allergies (apple, banana, grape, orange, cinnamon, mayo, maple syrup, salad dressings). Frequent outbreaks of hives past week.